Event description:
Canister has drainage in it but the solidifier did not activate and cause drainage to solidify. Replacement issued. Called in for 3 canisters with the same lot to be replaced - no charge for the current canister. Invacare prid # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).